Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 480cc mentor memorygel breast implants. Post-operatively, the patient experienced bottoming out of both of her implants, which was confirmed during a physical exam. The patient then underwent a revision surgery to correct the appearance of her breasts. During the revision, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent unilateral removal and replacement of her left prosthesis with a 480cc mentor memorygel breast implant. It was also reported that the patient had a capsulorrhaphy of the right breast and subsequent reimplantation with the same prosthesis. There were no patient consequences or surgical delays reported due to the rupture discovered during the revision surgery. Per the instructions for use, mentor memorygel breast implants are not intended for reuse/reimplantation, thus the right device was used in a manner inconsistent with the IFU. This report is for the right implant. Refer to manufacturing report number 1645337-2023-13227 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).